Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the used of unspecified associated products. It is unknown if qualified products were used. The root cause of the reported blurry vision and intraocular lens (iol) tilt appears to be related to the patient's condition. Information was provided that, in the surgeon's opinion, the product did not cause or contribute to the event. It was reported that the in the surgeon's opinion, the event was due to anatomical issues. Based on the information provided, the event does not appear to be related to the product. The account indicated the product was not available to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Additional information was provided that the non-toric, company 20.0 diopter, (1.5 extended depth of focus) lens was replaced with a toric company (1.50cyl), 21.5 diopter, (1.5 extended depth of focus) lens. Due to the exchange of a non-toric lens to a toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that patient was doing well. Additional information received stating that the lens was exchanged for with company other model lens after the initial implant procedure. In the surgeons opinion product not contributed to event, patient's anatomical condition caused the event.

Manufacturer narrative:
Additional information was provided in b.2. , b.5., b.6. , d.6.b., d.10. , e.4. , h.3. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, patient had blurry vision and iol was tilt. The explant procedure was planned. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).